Event description:
It was reported that the patient had no stimulation sensation and a loss of therapeutic effect. The patient was unable to adjust stimulation and only got 'poor' communication. The patient stated she felt stimulation 'earlier in the day' on the report date and the last successful recharging session was about august. The patient was in 'bad' pain and had not used the stimulator 'in a long time.' The device was turned off because the patient was 'electrocuted' when she sat down and was receiving 'shocking and jolting' sensations. A device overdischarge was suspected. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n278032, implanted: (B)(6) 2011, product type accessory. (B)(4).